Event description:
It was reported that arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 39c, targeted temperature (tt) was 37c, water temperature (wt) was 7c, water flow rate (wfr) was 2.1 l/m, system diagnostics were given outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 7.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58%, mixing pump command (mpc) was 100%, heater commend was 0, water reservoir level (wrl) was 4, system hours were 1459, pump hours were 1343.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate maintenance of the device. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "inspect the patient temperature cable(s) and power cord for integrity. Ensure temperature cables are properly strain relieved. Ensure power cord bracket is secure. Condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection: periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 39c, targeted temperature (tt) was 37c, water temperature (wt) was 7c, water flow rate (wfr) was 2.1 l/m, system diagnostics were given outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 7.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58%, mixing pump command (mpc) was 100%, heater commend was 0, water reservoir level (wrl) was 4, system hours were 1459, pump hours were 1343. Per follow up information received via phone on 27feb2024, it was reported that mis instructed the nurse to swap devices and send the device to biomed. The nurse could not provide any identifying information for the patient, nor does they know if the patient completed therapy. Transferred to biomed and they reported that it was determined that the vents were obstructed. They ran diagnostics and returned the device to circulation.